Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. D6a. If implanted, give date: nov 2013. E1: initial reporter¿s title is not provided / unknown.

Event description:
It was reported that the implant at tooth site # 47 suffered from sudden loss of integration & stress fracture and was removed.

Event description:
Follow up with customer confirmed that there was no implant fracture. The implant just lost integration.

Manufacturer narrative:
This report is being submitted to report additional information and correction to 0001038806-2024-00440. Follow up with the customer confirmed that the implant was not fractured. It just lost integration. This event no longer meets reportability requirements and no further medwatch report will be submitted. The following sections are being reported: b5: describe event or problem was updated. H2: if follow-up, what type h6: device code(s) is corrected. H10: additional narratives/data

Event description:
Investigation of the reported item revealed that the implant was fractured. Follow up with customer confirmed that the fracture in the implant was the reason why they had removed the implant.

Manufacturer narrative:
This report is being submitted to report additional and corrected information to 0001038806-2024-00440(1). The corrected information is that follow up with customer confirmed that the implant was in fact fractured and that was the reason for the implant to be removed. The following sections are being reported: b5: describe event or problem, d9: device availability, h2: if follow-up, what type, h3: device evaluated by manufacturer, h6: device code(s) is corrected to 1260, h6: type of investigation , h6: investigation findings, h6: investigation conclusions, h10: additional narratives/data. Zimvie received one unknown biomet 3i implant for evaluation. Visual evaluation was performed. The returned implant has signs of use and was attached to a crown. The implant was fractured at the bottom external threads. DHR and complaint history review could not be performed since the lot/item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Based on the investigation and risk management file review, the most likely root causes determined from the investigation was patient factors and possibly user caused. Therefore, based on the available information, a device malfunction did occur. The implant was fractured at the bottom external threads. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.